Manufacturer narrative:
Explant date: if explanted, give date: not applicable (na). Lens remains implanted in the eye. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
Patient reported that he has been experiencing visual problem where vision was described to be foggy or like looking through a swimming pool, with the intraocular lens (iol) implanted in left eye. Patient stated that he has the most trouble with fluorescent and hidden lighting, and also with low light conditions. Patient explained vision is very hazy, like a ring of haze. It was learned that patient was seen for a post-operative examination on (B)(6) 2014, whereby astigmatism was noted and left eye vision 20/60. No further information has been provided. Companion lens will be submitted in a separate MDR submission.

Manufacturer narrative:
The patient communicated that he has scheduled a lens exchange on (B)(6) 2014. Patient medical record summary detailed the following: past medical history: hypertension (htn), high cholesterol. Surgical history: vein strip leg 2008, hernia 1999. Tobacco smoker. Retinal detachment left eye (os). Retinal detachment of the left eye and retinal tears of the right eye. (B)(6) 2013 ¿ scleral buckle ¿ left eye 2011. Laser repair of the left eye in 2013 with resulting scars. Laser repair of retinal tears times two of the right eye and with resulting scars. Hx: cup to disc ratio in both eyes is less than .3. Otherwise a normal findings prior to cataract extraction. Current medications: lisinopril, amlodipine, atenolol, effexor xr, lipitor, aspirin low dose, no known drug allergies. Additional information: visual acuity (va) prior to cataract extraction: va with correction (cc) right eye (od): 20/25-2; va cc os: 20/40-2; pinhole (ph) no improvement (ni), current spectacle rx: od-0.75-0.75x28, os-400+1.25x171 add 2.00, intraocular pressure (iop) 12 mm od; iop 12 mm os. Left upper lid ptosis is noted. Cataract senile ¿ epiretinal membrane/macular pucker (trace) was noted in the right eye. On (B)(6) 2014 the patient had a zmb00 lens implanted 13.50 diopter (d) in the left eye. Routine pop-op medications: vigamox, ilevro, durezol. One week post surgery on (B)(6) 2014 exam of right eye was within normal limits. (B)(6) 2014 - cataract extraction iol right eye ¿ implanting a zmb00 17.00 diopter lens. (B)(6) 2014 - status post both eyes performed. Visual acuity with iol right eye: 20/50+2; ph ni (no improvement); visual acuity with iol left eye 20/40-1: ph ni. Visual acuity near j1+. Manifest refraction: right eye -0.25 + 1.00 95 20/40-. Left eye: 20/__(not on records). Intraocular pressure 17 mm right eye. The conjunctiva and sclera of the right eye is within normal limits. Iris of the right eye appears normal. Right cornea shows temporal microcystic edema. Anterior chamber of the right eye shows trace cells. Examination of the right lens shows (pc) iol. Patient was advised to continue current medications. Patient was requested to return in one week. (B)(6) 2014 - visual acuity with iol left eye: 20/30-2; visual acuity with iol left eye: 20/40-2; ph 20/40+2 autorefractor reading: right: sphere: -0.25 cylinder: + 0.75 axis: 40.0. Left sphere: -0.50 cylinder: + 1.25 axis: 125.0. Iop 14 mm right eye. Iop 14 mm left eye. Exam was within normal limits. Patient was to return in one month. (B)(6) 2014 - visual acuity with iol right eye: 20/25; visual acuity with iol left eye: 20/60-2; ph 20/40-2 manifest refraction right: 20/__ (was not in medical record) left: -0.75 + 1.25 120 20/30 exam was within normal limits. Iol exchange discussed. Patient to consider option but may opt to wait six months in hopes of adaptation. Patient was asked to return in four months. (B)(6) 2014 - visual acuity with iol right eye: 20/25-2; visual acuity with iol left eye 20/60-2: ph 20/30 exam was within normal limits. Patient experiencing visual blurring. Patient unhappy with quality of vision and notes a lot of glare with fluorescent lights and fogginess. Patient states that he is able to read and see at distance without glasses but feels there is sometimes a haziness especially in certain lighting. An explant was planned for (B)(6) 2014. The specific eye was not identified. A separate medical device report supplement is being filed for the intraocular lens in each eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.